Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err hwrf. No additional patient or event information is available. Due to unit being scrapped as part of a non-reportable (B)(4) investigation prior to problem code conversion, it cannot be reinvestigated for a (B)(4).